Manufacturer narrative:
Additional information: section a-5 patient race: unknown/asked information unavailable. Section d-6b date explanted: not applicable as the iol remains implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation as it remains implanted in the patient¿s ocular dexter (right eye). Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the diu450 model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). Patient reports his vison acuity is not what the doctor said it would be. He states the mid and distance vision is good, it's the close up he has trouble with. Patient previously had floaters and his eye was flushed on (B)(6) 2024, after iol implant. He states he still sees some floaters, but it's not as bad as before. If he closes his right eye, he sees a yellow cast over everything. He mentioned when he watches tv he puts a patch on his right eye so he can see clearly. He is pleased with the comfort of the lens, but his goal is not to have glasses. If he sees fine print, he can only read it if he closes his right eye. Through follow-up, additional information was received confirming history of floaters in both od and ocular sinister (left eye) and floaters did not worsen after od implant. Patient stated keratoconus in od and iop at 23. He confirmed he has previous history of iop and highest was 28 (prior to iol implant). Patient's od sclera is all red but no blood and bruising around right eye. Patient wanted monovision and some intermediate for od and distance for os; he wanted to duplicate vision he had with contacts. His close-up vision is decent but difficult to read small print. Patient was prescribed moxifloxacin and prednisolone acetate post-operatively. No further information is available.

Manufacturer narrative:
Additional information: additional information was received from the patient stating due to scar tissue around the previous procedure, the doctor had to abort the iol explant procedure. The diu450 iol remains implanted. No further information is available. The following sections have been updated accordingly: section h6: health effect - clinical code: 1845. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.